Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed to address the occlusions. Blood glucose (bg) level was over 500 mg/dl and a correction bolus via the pump was delivered to address bg level.